Event description:
A minimum fill notification was reported by the caller, and there was no adverse impact to the customer¿s blood glucose level. The customer attempted to load a new cartridge, initially falling short of the recommended insulin fill amount. After being advised by technical support to add more insulin to the existing cartridge, the customer was able to successfully complete the load process and continue using the pump.